Manufacturer narrative:
Review of the device history records indicate the devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not available.

Event description:
Patient had a revision for elevated cocr levels. All components were well fixed and some trunnion wear noted. The soft tissue was in good condition. The trunnion was in good condition. A new adaptor sleeve was implanted and a new ceramic head was implanted. The patient was stable through a full range of motion. The operation was completed successfully.